Event description:
It was reported that during a gastric bypass procedure, the clips were malformed. The clips were delivered in open shape and did not hold on the vein. Another device was used to complete the case with no pt consequence. One device is being returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.